Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was experiencing high blood glucose level 466 mg/dl and low blood glucose level 40 mg/dl. Customer performed high pressure test and it passed. Customer declined troubleshooting for high and low blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.